Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into the calculator. The customer's blood glucose (bg) level subsequently decreased to display as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to initially address bg. Subsequently, an ambulance transported the customer to the emergency room (ER), and the customer was provided glucose gel and healthcare providers administered intravenous saline to treat the low bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged later the same day with the issue resolved and no permanent damage.